Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery due to dislocation of humeral component on (B)(6) 2020 (removal of the aequalis ascend flex tray and insert implanted on (B)(6) 2020). (B)(6) 2020 adverse event: patient tripped and fell onto shoulder. Patient went to ER and was diagnosed with a periprosthetic dislocation, placed into a sling and discharged home.)